Event description:
It was reported that during an explant procedure on (B)(6) 2025 [related manufacturer reference numbers: 1627487-2025-05260, 1627487-2025-05261, 1627487-2025-05262], the lead was cut, and part of the lead remains implanted in the patient. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.